Manufacturer narrative:
The customer later responded to physio-control's requests for additional information and advised that the date of the event was actually (B)(6) 2019. As a result, the event date has been updated. Additionally, the customer provided additional patient information. Patient information, relevant tests/laboratory data, and other relevant history have all been updated accordingly. The customer also confirmed that the patient had been connected to their device via a quik-combo therapy cable and defibrillation electrodes (brand not reported), and that the patient was not connected to standard ECG leads. When attempting to view the patient's ECG waveform while in paddles lead, medical personnel only saw a straight line. Medical personnel ensured that the connections were all secure, but the issue remained. Medical personnel then obtained a backup device and were able to confirm that the patient's waveform was ventricular fibrillation (vf), and provide defibrillation therapy using the backup device. There was no delay in obtaining a backup device as it was readily available at the scene. The patient, an 86 year-old male, survived the reported event. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer sent their device to physio-control along with a repair quote request which stated the following: "lifepak defib that wasn't showing ECG trace at a critical time. Suspect that ECG cable is the cause, though clinical staff have said that it was set to read ECG through pads. Please give the unit a thorough check and advise on any required repairs." Physio-control has made multiple attempts to contact the customer in order to obtain additional details about the reported issue, including if there was any patient use involved. Physio-control has not received a response from the customer. Based on the information provided by the customer, if the device was unable to obtain ECG via paddles lead ECG then defibrillation may not have been possible, if it were necessary.

Event description:
The customer sent their device to physio-control along with a repair quote request which stated the following: "lifepak defib that wasn't showing ECG trace at a critical time. Suspect that ECG cable is the cause, though clinical staff have said that it was set to read ECG through pads. Please give the unit a thorough check and advise on any required repairs." Physio-control has made multiple attempts to contact the customer in order to obtain additional details about the reported issue, including if there was any patient use involved. Physio-control has not received a response from the customer. Based on the information provided by the customer, if the device was unable to obtain ECG via paddles lead ECG then defibrillation may not have been possible, if it were necessary.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer sent their device to physio-control along with a repair quote request which stated the following: "lifepak defib that wasn't showing ECG trace at a critical time. Suspect that ECG cable is the cause, though clinical staff have said that it was set to read ECG through pads. Please give the unit a thorough check and advise on any required repairs." Physio-control has made multiple attempts to contact the customer in order to obtain additional details about the reported issue, including if there was any patient use involved. Physio-control has not received a response from the customer. Based on the information provided by the customer, if the device was unable to obtain ECG via paddles lead ECG then defibrillation may not have been possible, if it were necessary.